Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional and functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. The lens was removed but problem was not resolved. Status of eye "quiet eye awaiting implantation of the correct lens." Cause of the event was reported as device - "during implantation, once the lens was inserted, the surgeon noticed the 'toric alighment marks' despite being spherical".

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4)